Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette of a homechoice set with cassette leaked inside the homechoice device. The patient could not see where the leak was from. This occurred during setup of the device for peritoneal dialysis therapy. The patient was not connected at the time of the event. The patient would start over using all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.